Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing episodes were observed. Review of egm noted low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. Programming changes were recommended. Patient will be monitored through merlin.net transmissions. The patient is stable.

Manufacturer narrative:
(B)(6).